Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that inflatable penile prosthesis (ipp) device would not inflate. Physician tried pumping the device in office, but no troubleshooting resolved the issue. All components were explanted and replaced. Upon explant, a hole in the pump was identified causing a fluid loss. There were no patient complications related to device.